Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was in arctic sun device and it had alerted for couple of hours but the patient was at target. The nurse walked through to getting log and found alert 113(reduced water temperature control). The patient temperature was 37.4c, target temperature was 37c, water temperature are 33c, flow rate are 2.8l/m, mixing pump command (mpc) was100 percentage, circulation pump command are 72 percentage, hc are 0, wl are 5. The nurse stated they had not added water to the device. The therapy was stopped and drained pads then drained 500ml of water from right side drainage port. The therapy was resumed with no alerts. They suggested to swapping the another device for back up. If the device alerts, suggesting sending to biomed for troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was in arctic sun device and it had alerted for couple of hours but the patient was at target. The nurse walked through to getting log and found alert 113(reduced water temperature control). The patient temperature was 37.4c, target temperature was 37c, water temperature are 33c, flow rate are 2.8l/m, mixing pump command (mpc) was100 percentage, circulation pump command are 72 percentage, hc are 0, wl are 5. The nurse stated they had not added water to the device. The therapy was stopped and drained pads then drained 500ml of water from right side drainage port. The therapy was resumed with no alerts. They suggested to swapping the another device for back up. If the device alerts, suggesting sending to biomed for troubleshooting.